Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device audio would be really loud when the volume is set to 1. The customer¿s blood glucose during the incident was 270 mg/dl. The device did not pass the audio test. They also received two pump error alarms. The device will be returned for analysis.